Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the area, where the leads go down to the ins battery, in her back was "burning". They clarified it was a "constant burning sensation" and they stated the irritation was all down and across her back. The patient was redirected to their healthcare provider to further address the issue. They also reported that their left side stimulation was setup with a higher amplitude post implant. They felt like they weren¿t getting relief on the right side. They felt pain, but nothing else since implant. They weren¿t feeling stimulation on their right side. The patient was redirected to their healthcare provider to further address the issue.